Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd nano¿ 2nd gen pen needles 32g x 4mm were unable to deliver medication. The following information was provided by the initial reporter: she said she gets all but 2-3 units of med out then has to switch needles to get the rest of it. Consumer stated, does not prime before injection stated, when taking injection, needle clogs and flow will stop, therefore has to use another pen needle to complete injection.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed. H3 other text : see h10.

Event description:
It was reported that 6 of the bd nano¿ 2nd gen pen needles 32g x 4mm were unable to deliver medication. The following information was provided by the initial reporter: she said she gets all but 2-3 units of med out then has to switch needles to get the rest of it. Consumer stated, does not prime before injection stated, when taking injection, needle clogs and flow will stop, therefore has to use another pen needle to complete injection.